Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified left subclavian artery. The lesion was predilated with a wanda balloon 6mmx20cm. The physician advanced a 8.0x20mmx80cm wanda balloon to postdilate the lesion. The wanda balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with another 8.0x20mmx80cm wanda balloon. No patient complications were reported and the patient's status was good. This product is only ous approved, but it is similar to an approved us device.